Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device interrogation, a suspected partial power on reset (por) had occurred. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: (follow-up #001 aware date = 23-may-2020). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.